Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor for fail pm, and rear case bottom front corners cracked. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the pressure sensor-press disk sensor fault. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 26jul2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for pressure disc accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance for pressure disc accuracy test. No additional information was provided. There was no patient involvement.